Event description:
This solicited device case was received on (B)(6) 2014 from a pt via pt support program. Pt ID: unk; country: united sates. This case concerns an elderly female pt who stated that synvisc injections were painful, did not last for 6 months and was diagnosed with heart condition after receiving treatment with synvisc. No relevant medical history, past drugs, concomitant medications and concurrent conditions were reported. On an unk date in 2008, the pt initiated treatment with synvisc injection (route, dosage regimen, batch/lot and expiration date not provided) in an unspecified location for an unk indication. It was reported that the pt received a series of 3 synvisc injections in 2008. The pt stated that the injections were time consuming and painful. Further the pt added that synvisc did not last for 6 months (subtherapeutic response). On an unk date, the pt experienced heart conditions which were diagnosed in 2009. Corrective treatment: not reported for all the events. Outcome: unk for all the events.

Manufacturer narrative:
A pharmaceutical technical complaint (ptc) was initiated and conclusion was pending for the same. Reporter's causality assessment: not reported. Company causality assessment: associated. Pharmacovigilance comment: sanofi company comment dated (B)(4) 2014: this case concerns a pt who developed heart condition (unspecified) after receiving synvisc for unk indication. Although the role of device cannot be ruled out based on the device event temporal relationship' however, lack of detailed information about medical history, lab data, any concurrent medical illnesses, clinical course etc of the pt precludes a comprehensive assessment in this case.